Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the c-body was cut at the pink rubber, and has scratches, and the c-body was missing ke45 light guide cover. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound gastrovideoscope exhibited that the c-body was cut at the pink rubber, and has scratches, and the c-body was missing ke45 light guide cover. There were no reports of patient involvement.